Manufacturer narrative:
Reported event of probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual analysis of the returned device found no failures. Electrical evaluation through load test was performed and found the device to be within specification. The reported complaint was not consistent with the investigation results. Based on all gathered information, the most probable root cause is "not confirmed." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified lot.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01983 captures the second device. It was reported to boston scientific corporation that two injection gold probe¿ devices were used in the gi tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first probe would not cauterize. They used a second injection gold probe and the same issue occurred. Reportedly, both probes were connected directly to the generator. No issues with the generator were reported. The procedure was completed with a third injection gold probe device utilizing the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01983 captures the second device. It was reported to boston scientific corporation that two injection gold probe¿ devices were used in the gi tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first probe would not cauterize. They used a second injection gold probe and the same issue occurred. Reportedly, both probes were connected directly to the generator. No issues with the generator were reported. The procedure was completed with a third injection gold probe device utilizing the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.